Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following the intraocular lens (iol) implantation the patient had experienced moderate blurred vision, with secondary hyperopia of right eye and malposition of intraocular lens. The lens was explanted and exchanged for a same model with a different diopter value. Additional information was requested.